Event description:
Device 3 of 3. Reference MFR. Report#'s: 1627487-2012-05077, 05078. The pt rec'd his scs system on (B)(6) 2011 including a paddle lead and two lead extensions (from different lots). It was reported the pt was no longer receiving stimulation. A diagnostic test was performed and revealed low impedance. X-rays were taken and results showed the lead had become disconnected from the ipg header. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.